Manufacturer narrative:
Date sent to the FDA: 01/07/2021. Additional h6 health effect- impact code: f23. Additional information: b2, h6. Batch manufacturing records was reviewed for any process deviation, but no deviation was observed. Additional h-3 summary: photo with one intact unit of suture piece was provided. Upon preliminary photographic evaluation the sample observed to be genuine ethicon aurangabad manufactured product. Five retain samples were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. All the individual as well as average needle pull-off values were found to meet the specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Additional information was requested, and the following was obtained: what tissue was being sutured when the event occurred? Subcutaneous. Was additional dissection required in other organs/tissues other than the target tissue? Yes. Was there any change in the patient¿s post-operative care due to the prolonged (60min) procedure? No. Was there any patient consequence or injury? Yes, additional incisions and therefore more scars. What medical/surgical intervention was provided? Used c-arm to retrieve the needle from the tissues of the patient. What is the condition of the patient? Good. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 01/07/2021. Corrected information: b1, h1- upon additional information review, this medwatch report was updated from malfunction to serious injury. Corrected h6 component code: g07002 ¿ conforming device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Pc (B)(4). Component code: g07002 - device not returned attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post-operative care due to the prolonged (60min) procedure? Was there any patient consequence or injury? What medical/surgical intervention was provided? What is the condition of the patient? Procedure date? A review of the batch manufacturing records was conducted, and no non-conformances related to the malfunction were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a gynecomastia procedure on (B)(6) 2020 and suture was used. The needle and suture got separated from the swage point of the needle in the middle of an incision. The surgeon used c arm to trace out the needle and with multiple additional incisions, the surgeon retracted the needle from the patients tissue. The surgery was prolonged by about an hour. There were no adverse patent consequences reported. Additional information has been requested.